Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter to treat atrial fibrillation (a fib) the patient passed away. The pulmonary vein isolation procedure was completed with no complications occurring during treatment. However, once the patient was closed they went into ventricular fibrillation and eventually asystole. Chest compressions were started and "the chest was noted to feel hard". Once the patient was stabilized a heart cath was performed and an occlusion was found in the right coronary artery, there were no additional findings. The patient was admitted to the intensive care unit and passed away " a couple of days later". The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter to treat atrial fibrillation (a fib) the patient passed away. The pulmonary vein isolation procedure was completed with no complications occurring during treatment. However, once the patient was closed they went into ventricular fibrillation and eventually asystole. Chest compressions were started and "the chest was noted to feel hard". Once the patient was stabilized a heart cath was performed and an occlusion was found in the right coronary artery, there were no additional findings. The patient was admitted to the intensive care unit and passed away " a couple of days later". The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. No further information expected. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed. Investigation summary: based on the available information, although the product was not available to be returned, we have determined that asystole, ventricular fibrillation, vessel occlusion, and death are known inherent risks of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of asystole, ventricular fibrillation, vessel occlusion and death are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of asystole, ventricular fibrillation, vessel occlusion, and death are known inherent risk of the faradrive device. Asystole, arrythmia, ventricular occlusion and death are expected procedural complication addressed within the IFU for the farawave catheter. Based on the available information, the reported death is consistent with right coronary artery occlusion densified post-procedure. It seems like the patient presents ventricular fibrillation progressing to asystole. The cardiac catheterization confirmed the presence of an occlusion, these findings represent a cascade, where occlusion led to arrhythmia, asystole and ultimately death. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.